Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). At 1:10, the result from the meter was 4.0 inr. At 2:46, the result from a laboratory using stago reagent was 2.8 inr. The warfarin dose was increased. The therapeutic range was 2.0-3.0 inr and tests every four weeks.

Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation was patient/consumer.

Manufacturer narrative:
An additional result comparison was provided by the customer. On (B)(6) 2022 at an unknown time, the result from an unknown meter was >8.0 inr. At an unknown time, the result from a lab using stage reagent was 6.2 inr.

Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a reference meter with a high-level control sample. Testing results (qc range: 2.4 - 3.6 inr): qc 1: 2.9 inr. Qc 2: 3.0 inr. Qc 3: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. Medwatch fields d9 and h3 were updated.